Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past low blood glucose (bg) level, which was not provided by the customer. Customer address low bg with nasal glucose medicine, but had a seizure requiring the emergency medical technician to be called and assisted in taking the customer's vitals. Recommendation was made to consult with a healthcare provider to discuss diabetes management.